Event description:
It was reported that this right atrial (ra) lead dislodged a week after initial implant. The physician decided to pull the lead back into the ra and deactivate it. The lead remains implanted. No additional adverse patient effects were reported.